Event description:
The customer reported that the bellavista 1000 alarmed blower failure. The customer confirmed that there was no patient associated with the event.

Manufacturer narrative:
Result of investigation: exact root cause not established. Assuming user fault during calibration as the issue was resolved after a re-calibration of the machine with verification. The unit was working fine again and put back to service.

Manufacturer narrative:
Vyaire medical file identification: (B)(4). At this time, the suspect device has not been returned for evaluation. However, picture of the screen and log files has been sent and analyzed by technical support. Advised the customer to cross check the unit with good known power board and provide feedback. No root cause has been determined at this time, since the investigation is still ongoing. Vyaire medical will submit a supplemental report in accordance with 21 cfr section 803.56 if additional information becomes available.

Event description:
The customer reported that the bellavista 1000 has technical failure 300 "device in failsafe" and alarmed 401 "inspiration valve or device leaky". There was no patient harm reported from this event and the ventilator was replaced.